Event description:
It was reported that during testing, it was observed that the attachment device had bad bearings. During in-house engineering evaluation, it was observed that the device failed temperature testing. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device which determined the device failed temperature testing. It was determined that this was because the bearings were worn out and damaged. The assignable root caused was due to wear from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.